Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support to reset the pump, and after doing so, the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue happened again.